Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot#: v062134, implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator for parkinsons dual. The consumer reported that the patient's left lead wire had a fracture in it and they changed the lead out. The consumer reported they were uncertain which of the patient's two ins devices the fractured lead was connected to. No patient symptoms were reported. No further patient complications have been reported as a result of this event. [Refer to manufacturer report #3004209178-2017-08475 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.